Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results using xpert xpress cov-2/flu/rsv plus. On (B)(6) 2024, customer collected a sample from the patient and vortexed it for 10 seconds and let it sit for 30 seconds before using the provided pipette to dispense the sample into the cartridge. Cepheid noted that vortexing the is outside of the instructions in the package insert. Customer collected the sample within 15 minutes off testing on the genexpert system. Original: the sample was initially tested on xpert xpress cov-2/flu/rsv plus on (B)(6) 2024, which resulted in sars-cov-2 negative; flu a positive; flu b positive; rsv negative. This was not reported to the physician. Repeat: customer retested specimen due to the dual positive result. The sample was stored at room temp and repeated on xpert xpress cov-2/flu/rsv plus on (B)(6) 2024, which resulted in sars-cov-2 negative; flu a negative; flu b positive; rsv negative. This was not reported to the physician. Patient had a viral respiratory infection with cough. The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed. Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss discrepant results using xpert xpress cov-2/flu/rsv plus. On (B)(6) 2024, customer collected a sample from the patient and vortexed it for 10 seconds and let it sit for 30 seconds before using the provided pipette to dispense the sample into the cartridge. Cepheid noted that vortexing the is outside of the instructions in the package insert. Customer collected the sample within 15 minutes off testing on the genexpert system. Original: the sample was initially tested on xpert xpress cov-2/flu/rsv plus on (B)(6) 2024, which resulted in sars-cov-2 negative; flu a positive; flu b positive; rsv negative. This was not reported to the physician. Repeat: customer retested specimen due to the dual positive result. The sample was stored at room temp and repeated on xpert xpress cov-2/flu/rsv plus on (B)(6) 2024, which resulted in sars-cov-2 negative; flu a negative; flu b positive; rsv negative. This was not reported to the physician. Patient had a viral respiratory infection with cough.

Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results using xpert xpress cov-2/flu/rsv plus. On (B)(6) 2024, customer collected a sample from the patient and vortexed it for 10 seconds and let it sit for 30 seconds before using the provided pipette to dispense the sample into the cartridge. Cepheid noted that vortexing the is outside of the instructions in the package insert. Customer collected the sample within 15 minutes off testing on the genexpert system. Original: the sample was initially tested on xpert xpress cov-2/flu/rsv plus on (B)(6) 2024, which resulted in sars-cov-2 negative; flu a positive; flu b positive; rsv negative. This was not reported to the physician. Repeat: customer retested specimen due to the dual positive result. The sample was stored at room temp and repeated on xpert xpress cov-2/flu/rsv plus on (B)(6) 2024, which resulted in sars-cov-2 negative; flu a negative; flu b positive; rsv negative. This was not reported to the physician. Patient had a viral respiratory infection with cough. This is a case whereby the customer is concerned that they observe amplification with flu a but it is resulting as negative on their lis. Cepheid explained about the test resulting algorithm. The customer also worked on tracing their results. The customer asked for time to observe if this has resolved their issue. Customer as ceased to respond to further communication. Cepheid will close the case. It is determined that this is not a discrepant as the customer misunderstood how the test results read. After further investigation, this case was deemed not reportable. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome of the investigation. Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.